Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by the journal of international orthopedics titled ¿arthroscopic bankart repair: how many knotless anchors do we need for anatomic reconstruction of the shoulder?-a prospective randomized controlled study.¿. The study reviewed eighty (80) patients who underwent shoulder procedures using arthrex pushlock devices. Twenty (22) patients were documented to have had glenohumeral instability resulting in one (1) patient experiencing a redislocation. Ref: buckup, j., et al. (2023). "Arthroscopic bankart repair: how many knotless anchors do we need for anatomic reconstruction of the shoulder?-a prospective randomized controlled study." Int orthop 47(5): 1285-1293.